Event description:
It was reported that, during surgery, the set screw on the femoral sizing guide broke in and it slid while being pinned in place. Surgeon caught it and no harm was done to the patient. A back-up device was available; however, it is unknown if there was a delay. The patient was not harmed.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection confirms the set screw is broke causing the sizing guide not to adjust properly. The device was manufactured in 2018. The device shows signs of significant wear/usage. A medical investigation was conducted this case reports the set screw on the a/p sizer was broken and it slid while being pinned in place. Per email communication, the surgeon "caught it" and no harm was done to the patient. There was no patient injury or delay reported, and the procedure was completed using a backup device. Since no patient harm is alleged, no further clinical assessment is warranted. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing abnormalities that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.